Manufacturer narrative:
(B)(4).

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode showed oversensing of noise. Review found noise going back two years. The patient had received a shock two years ago after which there was a large increase in rate excursions and the sensing vector was reprogrammed.. Originally the shock was thought to be appropriate. There were concerns over possible connection issue, however an x-ray showed no changes to the system since implant. Three months later the patient received an inappropriate shock while sleeping due to oversensing of noise and was hospitalized. The noise was unable to be recreated. Further review of the data determined the shock from two years prior was inappropriately administered while the patient was sleeping. Boston scientific technical services (ts) discussed concerns again over a connection issue and another x-ray was taken. Ts reviewed the x-ray and noted the image of header appears to be between fully inserted and marginal insertion but the image was noted to be hard to read. Ts suggested that if the cause of the noise was unable to be assessed, a revision procedure to determine the cause should be considered. Subsequently a revision procedure was performed where a new transvenous implantable cardioverter defibrillator (ICD) system was implanted. The s-ICD and electrode remain implanted in the patient, however tachycardia therapy was programmed off. No additional adverse patient effects were reported.